Manufacturer narrative:
Device evaluation: results of investigation: it was determined that it is user fault. Blower overheating due to lack of maintenance, filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Log files and pictures of functional block were provided. The voltage check blower and current blower readings are within range, but speed blower is 01/min. Alarm 240 (blower temp too high) is logged 03 times on (B)(6) 2019. Blower is defective due to lack of maintenance. The leak on the device is secondary to the blower failure. There is another case with manufacturer reference (B)(4) is reported for the touch screen issues.

Event description:
The customer reported that blower failure confirmed with this unit. No patient involvement reported.